Event description:
Boston scientific crm received information that this device was explanted at end of life status and replaced with no allegations or adverse effects. It was reported that the patient had been lost to follow-up for approximately 23 months. This device is included in the (B) (6) 2007 shortened replacement window advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device may not have met longevity expectations per programmed values. Additional analysis is pending.

Manufacturer narrative:
Portions of the circuitry, including the battery, subsequently were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.